Manufacturer narrative:
The sample may be available for eval. Additional info regarding this incident has been requested. If the sample and/or additional info is received, a supplemental report will be submitted. (B)(4).

Event description:
In the operating room, the clinician couldn't capture the vein and re-inserted the needle/catheter into the pt. After catheter placement, the clinician found that the catheter tip was cut. The clinician made a surgical incision and took out the remaining catheter tubing successfully.